Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon suture used in this procedure? Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient. Patient safety in surgery [electronic resource]. 2011;5(1):26.

Event description:
It was reported in journal article ¿modality of wound closure after total knee replacement: are staples as safe as sutures? A retrospective study of 181 patients¿ in total knee arthroplasty the surgical wound was approximated with suture. Post-operatively the patient may have experienced superficial infection, deep infection, organ/space infection, dehiscence with resuturing, allergic type reaction to suture material and gout flare resulting in dehiscence. The patient may have underwent repeat operation for debridement and re-closure. Additional information has been requested.